Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy o2 device. The device was replaced with another one. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that two error codes, drift pressure too high and control pressure railed, were observed on the device's error log. The service technician further evaluated and determined there was no pressure sensor abnormalities that were detected on the device. The service technician proactively replaced the sensor printed circuit assembly (pca) board for this issue. The root cause is not confirmed at this time. The service technician performed the hw power failed test step on the device, and it failed. The service technician further evaluated and determined the system pca had caused the hw power fail test step to fail on the device. In conclusion, the system pca was replaced to address the issue. The root cause is confirmed at this time.

Manufacturer narrative:
The reported failure of system printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.